Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device failed idea testing due to the "8" and "9" keys on the keypad not functioning. Service evaluation verified the issue. The cause was identified to be the keypad, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the "8" and "9" keys on the keypad were not functioning. No additional information is available.